Event description:
It was reported that during a lap nephrectomy procedure, the device was not cutting and coagulating effectively. Changed devices to complete the procedure. There was no pt consequence.